Event description:
The customer contact reported a disconnection. The option-lok male adapter was connected to the clave port of an extension set and was being used to deliver an unspecified solution. After an unspecified length of time in use, the option-lok male adapter disconnected from the clave port. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).